Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the guide wire was damaged during advancement as it was reported difficulty was encountered during advancement likely due to the heavy tortuosity. The dragonfly also experienced difficulty and then became stuck on the guidewire. In this case, guidewire damage may have affected the od of the guidewire which caused an interference fit with the dragonfly inducing the failure to advance and the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with heavy tortuosity. The lesion was pre-dilated with non-abbott balloons. The dragonfly opstar imaging catheter was attempted to be used with a balance middleweight (bmw) universal ii guide wire but the wire was kinked so it was not used. The second bmw universal ii was used with the dragonfly but the devices met resistance with the anatomy during advancement and a kink in the wire was noted. Upon removal the devices were stuck together and the guide wire was inadvertently removed with the dragonfly. At an unspecified point in the procedure, a 3x33 mm xience stent was deployed in the distal right coronary artery (rca). A dissection was noted and an attempt to treat the dissection was unsuccessful due to the bmw universal ii guide wires, pilot guide wires and whisper guide wire kept losing position. Additionally, five xience skypoint stent delivery systems (sds) failed to cross the lesion due to the xience stent in the drca. The stent was noted to have thrombosis. The procedure lasted 3.5 hours. The procedure was aborted and the patient was sent to the intensive care unit. The patient coded while in the ICU and the rca was noted to be completely shut down; however the patient is now stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the guide wire was damaged during advancement as it was reported difficulty was encountered during advancement likely due to the heavy tortuosity. The dragonfly also experienced difficulty and then became stuck on the guidewire. In this case, guidewire damage may have affected the od of the guidewire which caused an interference fit with the dragonfly inducing the failure to advance and the difficult to remove. The reported patient effects of dissection is listed in the IFU, guide wire bmw univ ii instructions for use as known potential patients effects associated with the use of a wire in coronary or peripheral arteries and / or biliary tree. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction adverse event was added b2: correction outcomes attributed to ae updated from na to required intervention h1: correction type of reportable event updated from malfunction to serious injury h6: correction health effect - clinical code 4582 was removed h6: correction health effect - impact code 2199 was removed h11 - additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed reports it should be noted that the dissection was noted prior to the xience skypoint stent being deployed. No additional information was provided.